Manufacturer narrative:
This report is submitted on january 04, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to medical issue. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on april 04, 2022.